Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacture date: 11/11/16-11/15/16. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate device was coring. There was no patient involvement. No additional information is available.